Event description:
It was reported by the aci sales professional that a patient with a history of previous femoral artery repair where stents were implanted at the superficial femoral artery (sfa) down towards the femoral bifurcation underwent an "up and over the horn" peripheral intervention procedure on (B)(6) 2011. Access was obtained at the left common femoral artery (lcfa) via a 7f flexor procedural sheath which was later exchanged for a short 7f sheath. Peri-procedure, the patient was placed on an anticoagulant known as angiomax. A pre-procedural femoral angiogram showed the artery to be highly scarred and the stick location was above the femoral head yet below the inferior epigastric artery (iea). Following the procedure, the physician who is a trained user of the mynx, along with the aci sales professional present, chose the device to close the access site. It was reported that because the patient's anatomy was highly stenosed, the balloon was prepped with a mixture of contrast and saline. (Amount of contrast and saline used was unknown). It was reported that the physician inserted the device and inflated the balloon. When the physician attempted to pull the balloon through the stenosis towards the arteriotomy, the balloon became stuck. The physician deflated the balloon then re-inflated it and tried to retract the balloon again. This time he was able to abut it against the arteriotomy. The physician shuttled down, retracted the sheath and advanced the advancer tube to deliver the sealant. The device was removed and a 3 minute fingertip compression was applied, however it was observed that oozing was coming out around the fingertips. The patient was converted to manual compression and reportedly, it took one hour and 10 minutes to achieve hemostasis because of difficulty stopping the ooze. The patient remained in the hospital overnight as the physician wanted to perform an ultrasound the following morning to check for pseudoaneurysm (psa). On (B)(6) 2011, the aci sales professional reported that there had been 5 sheath exchanges during the procedure. The ultrasound which was performed on (B)(6) 2011 ruled out psa. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.